Event description:
Per the audiologist, the pt did not show the expected progress while using the cochlear implant system. Impedance testing done at the clinic showed abnormal measurements which became progressively worse over time. Results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with multiple electrode anomalies. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report was filed on july 24, 2008.